Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the issue began on (B)(6) 2015 at approximately 4pm when she attempted to test her blood glucose using the subject device. The patient manages her diabetes using insulin (self-adjuster) and reportedly decreased her food and/or drink consumption in response to the alleged issue. The patient alleged experiencing symptoms of frequent urination, vomiting and dizziness approximately 10 days after the issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that it was the first time the product was being used, the test strips were not expired and the patient's testing technique was correct. The csr was unable to resolve the issue. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.